Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined. This is an initial report, and the results of the investigation will be described in a follow-up report.

Event description:
It was reported that a balloon rupture occurred. The balloon used to treat a 90% stenotic, calcified lesion in the superficial femoral artery (sfa) ruptured during the second inflation. It was subsequently replaced, and the procedure was continued. No patient complications were reported.